Event description:
Servo-n ventilator screen went black. The baby was still being ventilated and after tapping the screen a few times the screen returned to the start/standby screen. This is a known issue with the servo-n. Maquet has rewritten software to address this issue. Waiting on approval from FDA. Unit will be upgraded when software is released.